Event description:
It was reported that the 20 degree iliosacral screwdriver locking screw detached during use in surgery. No patient complications were reported.

Manufacturer narrative:
The device has not been returned to medtronic for evaluation. Unable to determine cause of the event.